Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The first stent strut on the distal end was noted to be lifted and pulled in a proximal direction. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-aug-2020. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.00 x 12 synergy ii drug-eluting stent was advanced, but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good. However, returned device analysis revealed a damaged stent.